Manufacturer narrative:
The investigation is ongoing, and the results will be reported with it is available. The internal manufacturer number is (B)(4).

Event description:
It was reported via clinical trial patient (B)(6) experience, residual urine, acute urinary retention and mild periurethral hematoma right. Relationship to study device: not related.